Event description:
The reporter stated that the sicu had a piece of tubing that broke off at the luer while transferring a pt from open heart. There was no pt injury or treatment associated with this event.